Event description:
It was reported that occlusion alarms occurred. Additionally, the customer reported that the cartridge patient line was bent and twisted. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 204 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.